Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/11/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. Voltage testing was performed and the transmitter failed. Review of log data found signal loss. The customer complaint was confirmed due to observation of signal loss. A root cause could not be determined.